Event description:
During the scs trial procedure lead diagnostic indicated invalid impedance values on several contacts, the lead was repositioned to no avail. The physician decided to replace the lead and the procedure was successfully completed. No pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.